Event description:
Complainant alleged that the medics were attending a pt, who was in cardiac arrest. The complainant indicated that CPR was perfomred on the pt subsequent to the pads being applied and was continued throughout the call. The medics attempted to defibrillate the pt, but the device displayed a "poor pad contact" message. The medics applied a fresh set of pads to the pt, and were able to successfully shock the pt. The complainant indicated that the pt survived the event, but that the pt suffered a neurological injury, the severity of which is unknown. In addition, the complainant was unable to supply the lot number of the stat pad multi-function electrodes that were used in the event, as both the electrodes and electrode packaging were inadvertently discarded subsequent to the event. Although the complainant did not indicate that chest compressions were performed over the pads during CPR, there is a possibility that there may have been performed over the pads. Performing chest compressions on the pad may cause damage to the electrodes. Package insert warns the user: "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns." The complainant indicated that the device would not be returning to zoll for eval.